Manufacturer narrative:
A ge service representative performed an on site investigation. The power cord was repaired during the service call.

Event description:
The customer reported that the 9600 system power cord was broken. No patient injury was reported.